Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of above 400 mg/dl. Customer was treated with insulin through intravenous, bolus with insulin pump and fluids. Customer was experienced symptoms like vomiting. Customer was in emergency room. Customer was declined troubleshoot for high blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.